Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and reported driveline infection and renal failure could not be conclusively determined through this investigation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) until their pump was decommissioned on (B)(6) 2020 (related manufacturer report number 2916596-2020-03802). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. The current heartmate ii lvas instructions for use (IFU) lists driveline infection and renal failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous admission for infection was reported in MFR report number: 2916596-2019-04667. Medwatch form # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report received states that the patient was admitted for a second hospitalization due to management of left ventricular assist device (lvad) related infection, now polymicrobial to include serratia, pseudomonas, and corynebacterium. Surgical incision & drainage (I&d) was performed. The patient was discharged with vacuum-assisted closure dressing and vancomycin and zosyn course. Post-operative course was complicated by acute kidney injury.